Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having low blood glucose levels. Customer's blood glucose was 51 mg/dl. Customer has not treated. Customer has been experiencing low blood glucose since this morning. Customer didn't check his blood glucose until 10 am. Customer stated that the drive support cap appears normal. Customer was wearing a sensor and it did alert him. Customer's blood glucose drops lows but it has not been this low since wearing the pump. Customer's blood glucose is at 43 mg/dl and he stated that he will take glucose tablets.